Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation as it was disposed of by the customer. The olympus account manager educated the customer on proper handling of the device. A replacement was sent free of charge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was an out of box failure with the single use-aspiration needle during preparation for use. When they opened the needle and the doctor loaded scope, locked sheath, and pulled back needle it was outside of the sheath. The sheath did not come out of the needle and was not able to be used during the procedure. The needle was disposed of and another needle used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
Correction: the initial incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. As the device was not returned to olympus, a physical device inspection cannot be performed. Therefore, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.